Event description:
Manufacturer reference number: 3006705815-2024-00602. It was reported that the patient was experiencing ineffective therapy. Further investigation revealed migration of leads. As a result, surgical intervention was undertaken on (B)(6) 2024 where one lead was replaced and another lead was repositioned to address the issue. Investigation was unable to determine which of the leads was replaced.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.